Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported patient complained of pain. Loose implants were removed and revised with restoration modular stem. Tritanium rev cup, x3 liner and biolox head.

Manufacturer narrative:
An event regarding pain and loosening involving an unknown shell was reported. Conclusion: the reported event indicates the patient was revised due to pain and implant loosening. A review of the provided medical records by a clinical consultant concluded that the primary harm involved is loss of fixation of the femoral component most likely due to osteolysis related to polyethylene wear. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the shell and it does not interface with the stem. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Sales rep reported patient complained of pain. Loose implants were removed and revised with restoration modular stem. Tritanium rev cup, x3 liner and biolox head.